Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which contributed to peritonitis manifested by pain in his stomach. It was also reported that the patient's history of ascites from hepatitis c also may have contributed to this peritonitis event. The pt was not initially hospitalized for the peritonitis. The pt was initially treated with vancomycin (route, dose, and frequency not reported). The pt was recovering from the peritonitis; 19 days later, the patient had a relapse of the peritonitis and was hospitalized on the same day. The patient was again treated with vancomycin (route, dose, and frequency unreported). During the hospitalization, pd therapy was permanently withdrawn, the patient's pd catheter was removed and the patient was transferred to hemodialysis therapy. At the time of this report, the pt was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.